Manufacturer narrative:
Document review: quadra h cementless femoral stem size 3 lat short neck (B)(4)/ lot 090822/t (B)(4): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. (B)(4) stems belonging to this lot have been already sold without any other similar incident. From the data collected, there are no evidence that the event is device related.

Event description:
The pt presented with a femoral peri-prosthetic fracture. A revision was necessary.